Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was this event previously reported to ethicon? What is the product code and lot number of surgicel used during the initial index procedure? - (B)(4).

Event description:
It was reported in a journal article that the patient underwent an oncoplastic breast surgical procedure on unknown date between (B)(6) 2007 and (B)(6) 2012 and the absorbable hemostat was used after quadrantectomy to reduce the risk of unfavorable cosmetic results. There were no major complications experienced in the follow-up of the patient. However, the absorbable hemostat determined a post-operative seroma that may require repeated aspirations and was managed with medical therapy. It was possible that the patient experienced allergic reaction with irritation, redness, itching, swelling, rash and hives in the mammary region. It was resolved after ten days with the use of steroids and antihistamine medications. Additional information has been requested.